Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead got "stuck" near the clavicle which was felt by the physician to be due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.